Manufacturer narrative:
The insulin pump passed the displacement test. No unexpected rattle noise was noted.

Event description:
It was reported that the insulin pump was dropped on the floor, and is now rattling. The caller was also concerned that the insulin pump might be delivering too much insulin. Advised the caller that the insulin pump would be replaced. Nothing further was reported.